Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hardware error message on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 07/11/2014. The root cause was determined to be a hardware component failure.